Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(6) alleging his onetouch ultra meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged the power issue with the meter started at an unknown time on (B)(6) 2014. The patient manages his diabetes with oral medication, diet and/or exercise. He denied making any changes as a result of the alleged issue with the meter. He also denied developing any symptoms as a result of not being able to use the meter. However, he reported, at 10:00 am on (B)(6)2014, he was treated in the emergency room (ER) with IV fluids. He also reported that while in ER, he had blood tests performed and he obtained blood glucose results with the ER/hospital meter of ¿45, 50 and 103 mg/dl¿. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there was no misuse of the product. The meter would not power on manually with a button press, or when a test strip was inserted. The csr also noted that the patient had incorrect batteries in the meter and the issue was resolved through training. Although from troubleshooting there are no signs that the subject meter malfunctioned, this complaint is being reported because it appears that the patient was treated for severe hypoglycemia by a healthcare professional in the emergency room after the alleged power issue began.